Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the pt was connected to the power module, the power module lost power and a yellow wrench alarm was reported. The pt was found passed out by the spouse and was switched to battery power. The pt was reported to be doing fine.

Manufacturer narrative:
Usage of the device: the usage of the power module is not known to the manufacturer as it is not labeled for single use. The pt continues on lvad support with no further issue reported. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.